Manufacturer narrative:
The pump was returned to animas and investigated on 23-jul-2018 with the following findings: the piston rod would not retract. Upon investigation of the internal components, a foreign object was found in the cartridge compartment. Once the object was removed, the piston rod functioned correctly.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the motor piston was not rewinding. This complaint is being reported as the alleged issue could cause the patient to be unable to use the pump. There was no serious injury associated with this complaint.